Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced.

Event description:
The hospital reported that the unit booted up with an alt o2 error. There was no report of patient involvement.